Event description:
Pt is a physician attempting to use e-clinical works to achieve "meaningful use" by using mandated "patient portal". The pt portal does not work, attempts to update passwords with pts does not work. The product is defective. Our office asked them, their customer service is poor, but they blamed our server. The server is working perfectly well in all respects and our it says there is nothing amiss.